Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a high blood glucose (bg) level due to a kinked non-tandem cannula. The contact did not think that insulin was being delivered after the bg value was entered into the pump as the insulin gauge had not decreased and the pump did not recommend the expected amount. The contact delivered a bolus by overriding the pump's recommendation. Tandem technical support explained to the contact about the insulin on board (iob) and on how to use the view calculation in the bolus window. Cts attempted to follow-up with the customer regarding the fill estimate and static number display, the customer did not reply to the requests.